Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm on (B)(6) 2018. At the conclusion of the initial implant, an intraoperative endleak type ia was observed. The physician elected to implant a palmaz stent but the endoleak persisted. The physician decided to conclude the procedure and re-evaluate at the 30 day follow up. The patient expired prior to the 30 day follow up. Exact date of death is unknown, it was reported that the patient died between (B)(6) 2018. They physician informed endologix that the patient ha a history of a bad heart and he undergone a tavr procedure recently.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of an intraoperative type 1a endoleak. The type 1a endoleak was most likely anatomy related due to the angled and calcified neck. The post-operative death, and the cause of death could not be confirmed. The final patient status was reported to be expired at home. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: manufacturer name, city and state; contact office- name.